Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the electrode belt's knit lines being bent, causing the trunk cable connector to not fit securely into the monitor. The electrode belt was unable to complete essential performance testing. The root cause for the bent knit lines on the connector was physical abuse. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient's electrode belt could not run detect and treat testing.